Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured during a normal device changeout procedure. This lead was explanted and replaced. No additional adverse patient effects reported.